Manufacturer narrative:
Corrected data: the date the product was received by the manufacturer was reported as november 30, 2017 and has been updated to november 27, 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device motor was seized, jammed and heavy moving. It was further determined that the device failed pretest for starting behavior, check the power with test bench, excessive noise, untrue running, triggers for forward and reverse mode, function of soft mode switch (safety system), air leak, air hose coupling, reverse locking mechanism, attachment coupling with attachments, cannulation, attachment coupling and general condition. It was noted in the service order that the device engine did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.